Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mom reported via phone call that the customer were hospitalized due to low blood glucose on (B)(6) 2020. She was driving and police had to stop her because she was driving different. She tested her blood glucose and it was at 30 mg/dl. Police called an ambulance and took her to the hospital. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Based on customer's report customer did allege under delivery. Customer was treated with food. The insulin pump will be returned for analysis.